Event description:
It was reported that the device was explanted afer an implant duration of at least 69 months, due to unknown reasons. No further details were provided. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.